Event description:
It was reported that the pulse generator exhibited back-up mode while still in the box. The device was not used. No additional information was available at this time.

Manufacturer narrative:
Final analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined. It was noted that the device had been exposed to cold temperature prior to it return.